Event description:
The customer contacted stryker to report that their device obtained physical damage to the therapy cable. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was not able to duplicate the reported issue. There was no fault found with the device or the therapy cable. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.